Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation showed no anomalies on inner or outer plastic hubs. The inner blade and outer blade were inspected separately, the inner blade was found to have surgical debris on the distal tip. When the distal tip of the inner shaft was examined under magnification, together while rotating the inner blade, behind the (blade window view) showed some striation marks indicating excessive friction and that could be the section of the inner blade that was shedding off during use. Possible root cause could be that the device hit a hard surface, or an excessive lateral force was applied to the device during use, which could've lead to metal shavings as reported, confirming this complaint however, a specific root cause could not be determined. The DHR review indicated that this batch of devices was processed with 1 incident not related to the complaint condition therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation showed no anomalies were discovered on the either inner or out plastic hubs. The inner blade and outer blade was inspected separately, the inner blade has surgical debris on the distal tip. When the inner shaft was examined together while rotating the inner blade, the back distal end (blade window view) showed some striations indicating excessive friction and that could be the section of the device that was shedding off during use. Additionally, the out blade tube seem to be worn. Possible root cause might be that hit a hard surface, which could lead to metal shavings as reported, confirming the complaint. However a specific root cause could not be determined.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder repair, it was observed that there was metal shedding using the ultra aggressive plus 4.0mm 5pk in joint. According to the reporter, the event was noticed right away without force. The reporter stated that there was no patient consequence as the hospital did not inform us about possible patient consequences; however, the hospital reported that there could be potential patient harm. The reported did not know exactly if there was a delay in the procedure in regards to the time to take out the metal shedding by using another blades (same kind) with suction. The reporter stated that the procedure was completed by using another shaver blades of the same kind. It was reported that there was an alternative product readily available. The reporter clarified that most of the metal shavings were removed by shaver suction. However, there were some minor tiny pieces remained. It was reported that there were issues with metal shavings on both devices. It was not reported if there were any delays in a surgical procedure. There was patient involvement reported. It was not reported if there was a prolonged hospitalization. The status of the patient post-surgery was unknown. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.